Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via email that when the customer's vapr s90 electrode 4.0mm, 90° suction with integrated handpiece ws plugged into the generator, it would not power on. The procedure was completed with another like device with no patient harm or surgical delay to the case. The device will be returning for evaluation. During an in-house evaluation, it was observed that the electrode would not ablate or coagulate. The device was sent to the supplier for an in-depth evaluation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the complaint device was received and evaluated. The reported failure can be confirmed. The distal tip shows no signs of activation. Dried saline residue is evident confirming device was used. The suction tube shows evidence of liquid. Several indentations are noted to the outer insulation of the device, the damage has not penetrated the outer insulation. However, no visible debris or blockage visible. There are no visible damages on the handle or the plug. The device was sent to the manufacturer for further investigation. The manufacturer reported that their investigation confirms the reported failure. The device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. Furthermore, a DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Additionally, CAPA investigation (cap-101378) has identified the components used in the process are not compatible for this method of joining and further design activity is required to improve the robustness of the electrical connections. The root cause of this failure is a design fault and corrective action is design improvements. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot a DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed.